Event description:
Reportedly, the instrument did not place properly formed staples while forming the gastric pouch. The surgeon then decided to transect out the tissue containing the malformed staples, sutured the anastomosis to maintain hemostasis, and complete the case without further incident. Procedure: laparoscopic gastric bypass.